Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The lot number was not reported; therefore, a device history record review was performed based on the sales history of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: in the pediatric department, a child that had the catheter inserted called because there was blood in his bed. It was then observed that there was a leak between the cap and the one-way valve. The cap seems to be broken. No consequence for the patient.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: in the pediatric department, a child that had the catheter inserted called because there was blood in his bed. It was then observed that there was a leak between the cap and the one-way valve. The cap seems to be broken. No consequence for the patient.